Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a review found that the balloon of this urethral catheter was damaged, which made it impossible to drain urine properly. No effects were imposed on the patient when the problem occurred.